Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to confirmed, and no evidence or abnormalities were seen during the analysis.

Event description:
During a pulse field ablation, a farawave catheter was selected for use. Midway through the pulmonary vein isolation procedure, the wire became stuck. After attempting to manipulate the wire and catheter, the physician decided to remove and test it outside the patient's body. The wire couldn't move at all. Replacing the catheter and guidewire resolved the issue, and the procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a farawave catheter was selected for use. Midway through the pulmonary vein isolation procedure, the wire became stuck. After attempting to manipulate the wire and catheter, the physician decided to remove and test it outside the patient's body. The wire remained immobile. Replacing the catheter and guidewire resolved the issue, and the procedure was completed without further complications. The device is expected to be returned for analysis.